Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 lvas IFU, rev. G is currently available. Section 1, ¿introduction¿ lists multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the multisystem organ failure was due to pneumonia and was not device related. The device operated as expected.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multisystem organ failure. It was unknown if the death was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.